Event description:
It was reported by the customer that an alarm occurred while priming. Customer's blood glucose level at the time 102mg/dl. Advised insulin pump would be replaced. No additional info is provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an error alarm during basic occlusion test and was unable to prime at 4.0 lbs during the prime due to protruded/loose drive support disk. The device had missing end cap sticker, cracked display window corner, cracked reservoir tube lip and cracked reservoir tube window.